Event description:
A customer contacted baxter technical services (bts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine (hc). The home patient (hp) stated there was air throughout all of his lines including the patient line. The technical service representative (tsr) assisted the hp to start over with new supplies. The nurse was contacted on (B)(6) 2011. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp is currently performing therapy without any complications. The nurse stated that this was an isolated event. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The root cause was identified to be from air in the patient line described by the home patient. This issue is being investigated under a CAPA.